Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 10 applications were performed with afapro balloon catheter with lot 54309 without any issue on the date of the event. In conclusion, the clinical issue (phrenic nerve palsy) occurred during procedure. There is no indication of relation of adverse event to the performance of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) was observed. The case was switched to and completed with radiofrequency. The patients pnp was only partially recovered upon leaving the procedure. No further patient complications have been reported as a result of this event.